Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 6.1 cubies were failed and not detected on the bus. The customer tried to reboot, eject and insert cubies to resolve but the issue was not resolved. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the cubie was failed and not detected on the bus. A field service engineer (fse) replaced the retractor band and control board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.